Manufacturer narrative:
Device evaluation the zilver 635 self-expanding biliary stent device (zib) of unknown lot number involved in this complaint was implanted in the patient, and was not available for evaluation. With the information provided, a document based investigation was conducted. Document review as the rpn and lot number of the complaint stents are unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution all zilver 635 biliary self expanding metal stent devices are subject to visual a visual inspection and functional checks to ensure device integrity. There is no evidence to suggest the user did not follow the instructions for use (ifu0040-6). The japanese packaging insert c-ci0405d11 supplied with the device complies with mhlw law no. 84 of 2013 which avoids including information that is not specific to the medical device or that which is basic knowledge already understood by the healthcare professional, to ensure to accurately convey all the information that is important for the user root cause review a definitive root cause of off label use has been identified as the stent was placed at an anastomotic-type of obstruction. The off label use of placing the sent at the anastomotic-type obstruction would also have contributed to the acceleration of tumor ingrowth. The stent occlusion was due to patients pre-existing condition. Summary the complaint is confirmed based on customer testimony. According to the initial reporter, the cholangitis improved. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the correction of the investigation previously submitted.

Event description:
Sato et al 2015 ¿ ¿percutaneous drainage for afferent limb syndrome and pancreatic fistula via the blind end of the jejunal limb after pancreatoduodenectomy or bile duct resection¿. Metallic stent placement was subsequently performed via the bejl to address malignant afferent limb obstruction in two patients. In one patient with an anastomotic-type obstruction (patient 3), two bare stents zilver stent, cook, limerick, ireland) were placed 13 days after the initial drainage: pr #1: 10-mm diameter 80-mm length. Pr #2: 10-mm diameter 40-mm length. Pr #3: an additional biliary stent (10-mm diameter 60-mm length; zilver stent, cook) was placed via the ptbd tract. Additional descriptions as below. #4: zib6 unknown size: (B)(4) in one patient (patient 3) who underwent metallic stent placement the drainage catheter could not be removed because of metallic stent occlusion resulting from tumor ingrowth.

Manufacturer narrative:
PMA/510(k) #: k182980. Device evaluation: the zilver 635 self-expanding biliary stent device of unknown lot number involved in this complaint was implanted in the patient, and was not available for evaluation. With the information provided, a document based investigation was conducted. Document review: prior to distribution zilver 635 self-expanding biliary stent devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for the zilver 635 self-expanding biliary stent could not be completed as the lot number is unknown. It should be noted that the instructions for use (ifu0040-6) states the following: ¿the stent has not been designed to inhibit tumor ingrowth. Tissue may grow through stents.¿ there is no evidence to suggest the user did not follow the IFU. Root cause review: a definitive root cause could not be determined from the available information. A possible root cause could be attributed to patient pre-existing conditions. From the information provided it is known that the patient had biliary cancer, anastomotic-type afferent limb obstruction, anastomosis of the bile duct, tumor recurrence and persistent cholangitis. It is possible that disease progression caused and/or contributed to this event as the stent is not designed to inhibit tumor ingrowth. Summary: the complaint is confirmed based on customer testimony. According to the initial reporter, the cholangitis improved. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
PMA/510(k) #: k182980. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Sato et al 2015 ¿ ¿percutaneous drainage for afferent limb syndrome and pancreatic fistula via the blind end of the jejunal limb after pancreatoduodenectomy or bile duct resection¿. Metallic stent placement was subsequently performed via the bejl to address malignant afferent limb obstruction in two patients. In one patient with an anastomotic-type obstruction (patient 3), two bare stents zilver stent, cook, limerick, ireland) were placed 13 days after the initial drainage: pr #1: 10-mm diameter 80-mm length, pr #2: 10-mm diameter 40-mm length, pr #3: an additional biliary stent (10-mm diameter 60-mm length; zilver stent, cook) was placed via the ptbd tract. Additional descriptions as below. #4: zib6 unknown size: pr300343) in one patient (patient 3) who underwent metallic stent placement the drainage catheter could not be removed because of metallic stent occlusion resulting from tumor ingrowth.